Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during an artificial urinary sphincter (aus) reimplant surgery, the urethra was injured surgically and the case was aborted. On (B)(6) 2019 the physician was able to reinsert the aus.